Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Healthcare professional reported "rupture", "folds" and "little fluid accumulation close to the capsule". This record is for a right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 1-aug-2024.

Event description:
Healthcare professional reported "rupture", "folds" and "little fluid accumulation close to the capsule". This record is for a right side. Device was explanted.